Event description:
It was initially reported that the pulsavac plus hip kit did not operate at all. The surgery was completed with another pulsavac plus. During device analysis, it was determined that the reportable malfunction was due to battery corrosion.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation of the device found that the trigger was found in the low position. A non-zimmer fluid spike was found attached to the end of the zimmer supplied fluid spike. The device would not function in high or low mode. The battery case was opened and found to be full of corrosion. The batteries did not appear to have vented their contents. It appears an external liquid had entered the battery case and caused the corrosion. The gun halves were disassembled and the face and pinion gear were found to be stripped. The cause of the complaint is unknown. The use of solution spikes with a reduced inner diameter which impedes the flow of the solution and strains the gears and pump mechanism will reduce the life of the gears.